Event description:
It was reported that the customer had a button error on the insulin pump. The customer blood glucose level was 53 mg/dl. Customer states insulin pump may have been exposed to moisture. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly was noted. No button error alarm during testing. No unlocked lcd keypad connector during visual inspection. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.